Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted. The patient's medical history included multigravida and parity 3. In 2015, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (laparoscopy)). Essure was removed in (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure was removed through laparoscopy at the patient's request and also due to medical reason (pelvic pain) . No follow up available 6 or more months following essure available. Reporter considered essure caused or contributed to the event. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: results: essure was in place. Ultrasound scan - on an unknown date: results: essure was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted. The patient's past medical history included multigravida and parity 3. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (laparoscopy)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure was removed through laparoscopy at the patient's request and also due to medical reason (pelvic pain) . No follow up available 6 or more months following essure available. Reporter considered essure caused or contributed to the event. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: essure was in place. Ultrasound scan - on an unknown date: essure was in place. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 10126 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-mar-2018: causality changed to related. Lab tests updated. Comments updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.